Event description:
It was reported that the handpiece began overheating during a tooth extraction. There was no reported patient or user injury, and the procedure was completed successfully with another device that was on hand.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and a rise in temperature in the spindle housing was confirmed. Based on the investigation detail, the likely cause for the alleged overheating was a damaged nose cone and motor. The handpiece was repaired and returned to the customer.